Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping and ablation phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) for post-operative care and stayed an overnight. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. The generator parameters included power control mode at 25 watts with a temperature warning at 43 degrees celsius and a temperature cut-off at 50 degrees celsius. The power did not titrate and the temperature was observed within template limits during the procedure. The catheter irrigation was set at 15ml/min during ablation and 2ml/min without ablation. The patient did not receive anticoagulant during the procedure. Shaft proximity interference (spi) value is unknown. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. Tne carto 3 system did not indicate to re-zero the catheter.